Event description:
Information received from the field does not address the patient's clinical status but notes >2500 ohms unipolar and bipolar impedance and loss of atrial capture and sensing. Immediate post-op x-ray showed "the lead pins through the connector block." A subsequent procedure showed that the atrial lead was loose within the connector. When the atrial setscrew was tightened, normal function ensued.